Event description:
A 5.0mm diameter x 10mm length medtronic ave biliary stent was inserted into the left renal artery for the treatment of a 90% stenotic lesion. Despite difficulties reaching the tight lesion with multiple guide catheters, the physician was able to pre-dilate the lesion with a 4mm diameter x 20mm length angioplasty balloon. Following the dilation, the physician attempted to cross the lesion with the stent delivery system, but was unable to do so. Therefore, the decision was made to abort the procedure. The physician removed the stent delivery system by pulling the system back into the guide catheter, which is contrary to the instructions for use. The stent became dislodged from the stent delivery system as a result of the improper removal. A 25mm snare device was used to successfully remove the dislodged stent from the artery. Due to the fact that the pt had received systemic anticoagulation, and the iliac artery may have sustained intimal damage from the stent removal procedure, a vascular surgeon performed an arterioplasty. The pt is reportedly doing well. There were no add'l clinical sequelae reported relative to the event.